Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of display had lights, but no sound, no program, and no button response. The unit was triaged and the customer¿s reported condition was confirmed. Root cause for the blank screen has been isolated to component failure due to fluid ingress. Liquid ingress caused the pcba to corrode, and is the result of customer misuse. A trend has been identified for no sound/no audio and a corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that there was an issue with the enteral feeding pump. The customer states that the display had lights, but no sound, no program, and no button response. There was no patient involved.